Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) level. Bg value was not provided. The customer declined troubleshooting with tandem technical support and declined to provide additional information.